Manufacturer narrative:
Method: risk assessment. Results: no lot # was provided, so a manufacturing record review could not be performed. The device was not returned for inspection. Conclusion: therefore, a plausible root cause cannot be conclusively determined, as there is not enough information to determine a probable cause and the device was not returned for inspection.

Event description:
It was reported that the surgeon told the sales rep over the phone that he has had 2-3 different patients blocker pop off. Related to pi (B)(4).

Event description:
It was reported that; the surgeon told the sales rep over the phone that he has had 2-3 different patients blocker pop off related to (B)(4).